Manufacturer narrative:
Additional information was provided and is available in: the implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation and tilt. The following additional information was received per the patient¿s medical records: the preoperative diagnosis was pulmonary embolism. Patient has a history of morbid obesity. The filter was placed at the l3 level proximal to renal veins. The filter placement was satisfactory, and the patient tolerated the procedure satisfactorily. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 10 years 8 months post implantation. The patient reports perforation of filter strut(s) outside the inferior vena cava (ivc). The patient also reports suffering from anxiety. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported an ivc perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation and tilt. The following additional information was received per the patient¿s medical records: the preoperative diagnosis was pulmonary embolism. Patient had history of morbid obesity. The filter was placed at the l3 level proximal to renal veins. The filter placement was satisfactory, and the patient tolerated the procedure satisfactorily. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 10 years 8 months post implantation. The patient reports perforation of filter strut(s) outside the ivc. The patient also reports suffering from anxiety.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation and tilt.

Event description:
As reported by legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation and tilt. The following additional information was received per the patient¿s medical records: the preoperative diagnosis was pulmonary embolism. Patient had history of morbid obesity. The filter was placed at the l3 level proximal to renal veins. The filter placement was satisfactory, and the patient tolerated the procedure satisfactorily. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 10 years 8 months post implantation. The patient reports perforation of filter strut(s) outside the ivc. The patient also reports suffering from anxiety. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately12 years and 7 months post implantation. The patient reports filter fracture, perforation of filter strut(s) outside the ivc, filter tilt and perforation abutting an organ. The fractured filter strut(s) are said to be retained within the ivc. The patient also reports suffering from anxiety.

Manufacturer narrative:
Additional information: section b3 (event date), section b5 (event description), section g4 (date received by the manufacturer), section h6 (evaluation codes: addition of device code 1260- fracture). Complaint conclusion: as reported, the patient underwent placement of trapease inferior vena cava (ivc) filter. Per the medical records, the indication was pulmonary embolism with history of morbid obesity. The filter was placed at the l3 level proximal to renal veins. The filter placement was satisfactory, and the patient tolerated the procedure satisfactorily. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to perforation and tilt. According to the information received in the patient profile form (ppf), the patient reports filter fracture, perforation of filter strut(s) outside the ivc, filter tilt and perforation abutting an organ. The fractured filter strut(s) are said to be retained within the ivc. The patient also reports anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.